Event description:
The customer reported that the system flashed and then would no longer save pt image data. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced, the system software was reloaded, the cine drive was reformatted and all fuses were reseated. The system was then found to be operating as intended.